Event description:
Caller reported that he put this pod on and b/g was "around 120". After four or five hours b/g was well over 400. He initiated a correction bolus and an hour later his b/g was still over 400. Caller initiated two more correction boluses and his b/g did not come below 400. He then removed the pod and activated a new one. No further info reported.

Manufacturer narrative:
The eval indicates that a retainer allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized. Reportability status recently changed. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.